Event description:
It was reported that when the patient presented in the operating room for an unrelated surgery, inappropriate defibrillation therapy due to oversensing of the cautery was noted. A magnet that was placed to prevent inappropriate therapy during cautery use may have shifted during the procedure. No anomalies were noted after a full device and patient assessment. The patient was doing well.